Event description:
Customer reported a broken screen on their pump, which was confirmed to be unreadable and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer is expected to return the device, and a replacement pump with a new serial number has been arranged.